Manufacturer narrative:
This MDR was submitted outside the required reporting timeframe due to delayed review of the complaint, which was part of a backlog not previously assessed by the formally designated complaint handling unit. Upon review, the event was determined to be reportable and submitted promptly. Corrective actions have been implemented to ensure timely complaint review and MDR assessment.

Event description:
It was reported that the user experienced a perceived low blood glucose while using the ilet with a g7 cgm and cd infusion set, later determined from report logs to be an inaccurate low reading, and the user had been frequently pausing insulin delivery and using meal announcements to correct lows, indicating improper or incorrect use of the device user interface. Symptoms included hypoglycemia and hyperglycemia, with additional details not fully characterized. Outcomes included unexpected medical intervention with medication and an event considered a serious illness or impairment, with some aspects not fully characterized. Investigation included communication with the user and analysis of user-provided information. Investigation of this case revealed no device problem, while a usage problem was identified related to failure to follow instructions and user interface interaction. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error.